Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact h3 other text : product not returned.

Event description:
The customer reported that the unit will keep shutting off while on power cord or not. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. The device was found to power on and off on ac and battery power with no issues. Per an evaluation of the device's software history, repeated instances of failure error messages appeared multiple times. The reported power off issue could not be identified. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the unit will keep shutting off while on power cord or not. There was no patient impact or consequence reported.